Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient expired due to natural causes. There is no allegation from a health professional that suggests the death was related to the device. No further information is available at this time.